Event description:
It was reported that there was likely a back check valve failure, as the secondary infusion continued to flow when the primary tubing was clamped. The pump module was programmed for ketorolac at rate of 16.7ml/hour, and the volume in container was 100ml. The patient had a diagnosis of a total right knee replacement, and there was no patient harm. During an onsite visit, the pcu involved was noted to have a third party case. The pump module passed all testing, including an accuracy test with the IV set involved in the event. Received a copy of the customer's sus voluntary event report from FDA which states, ¿pt had on over infusion event of toradol. It was ordered that pt received 16.7 ml/hr of toradol over 6 hours (total dose of 15mg in 100ml). Pt did not sustain harm from event." Received a copy of the customer's sus voluntary event report from FDA which states, "toradol set up and primed into tubing, 15 mg/100 ml to infuse at rate 16.7 ml/hr for 6 hours. The bag infused over 2 hours instead of the 6 hours. Nurse programmed the pump appropriately, primed tubing appropriately. The channel was looked on to the brain appropriately. The pt experienced a rapid infusion event."

Manufacturer narrative:
Concomitant medical products: 11-100 ml baxter bag, lotp388918, exp jul20. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was likely a back check valve failure, as the secondary infusion continued to flow when the primary tubing was clamped. The pump module was programmed for ketorolac at rate of 16.7ml/hour, and the volume in container was 100ml. The patient had a diagnosis of a total right knee replacement, and there was no patient harm. During an onsite visit, the pcu involved was noted to have a third party case. The pump module passed all testing, including an accuracy test with the IV set involved in the event.

Event description:
It was reported that there was likely a back check valve failure, as the secondary infusion continued to flow when the primary tubing was clamped. The pump module was programmed for ketorolac at rate of 16.7ml/hour, and the volume in container was 100ml. The patient had a diagnosis of a total right knee replacement, and there was no patient harm. During an onsite visit, the pcu involved was noted to have a third party case. The pump module passed all testing, including an accuracy test with the IV set involved in the event.

Manufacturer narrative:
The complaint of over-infusion of toradol (ketorolac) was not confirmed in the event log or replicated during testing. Functional testing performed on the incident administration set along with the concomitant pump module found the system delivering fluid within specification. Review of the pcu event logs found no error or malfunctions on the customer¿s complaint date. Review of the pcu event log found no instance of toradol (ketorolac) being infused as a secondary infusion, however toradol was confirmed in the logs to be infusing as a primary infusion. Dimensional analysis using lab standard test found the customer¿s returned administration within ID od specification.